Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete event, patient and device information. A search of the complaint files found 3 previous reports with the involved lot number. There was no report of device malfunction in any of these 3 previous reports. This report is the final report being submitted by vasorum unless otherwise requested by the FDA. All available information has been placed on file in the customer complaint files of vasorum ltd for appropriate tracking, trending and follow-up. The previously deployed implant referenced in this event was first reported under MDR 2020-00007. (B)(4).

Event description:
It was reported that a patient with a previous history of pad presented on (B)(6) 2021 for a further intervention due to peripheral vascular disease. It was noted that a previously deployed celt implant was in the superficial femoral artery and flow was occluded. The physician successfully passed a wire beyond the implant and then stented the implant against the wall of the superficial artery using a stent. Other areas of stenosis were noted downstream from the celt and these were treated with a laser artherectomy and angioplasty. The patient was discharged on the same day from the medical facility with no complications. After the procedure, the patient's history was reviewed and it was confirmed that this was the same patient where the celt was previously reported as having embolized.